Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the aviva system was displaying an error message and was unavailable for use. The caller reported that the customer attempted to test on her aviva system before and during a hyperglycemic event and received an error message. The customer experienced blood glucose symptoms of vomiting, shaking, and was pale. Since the customer was unable to receive a test result, she assumed that these symptoms meant her blood glucose level was low, and she self-treated by drinking orange juice. After drinking the orange juice, the customer was still not feeling well and asked her daughter to transport her to the hospital. The customer was taken to the hospital at 5:30pm. Upon arrival at the hospital, the customer received a blood glucose result of 30 mmol/l and was treated with insulin. Customer stayed in the emergency room overnight and was discharged the next day. The blood glucose monitor was requested to be returned for product evaluation.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.